Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement and the entire lead was curled in the pacemaker pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.